Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the energy issue. The system was tested and verified as ready for use. Isi did receive the iesu involved with this complaint to perform failure analysis. The iesu was placed on an in-house system and was run in normal mode. The c-82 and 1-71 activation errors were confirmed and replicated.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer was not able to fire with the monopolar energy and the bipolar energy. The intuitive surgical, inc. (Isi) clinical sales representative (csr) reported that the customer power cycled the integrated electrosurgical generator unit (iesu) multiple times, and either the monopolar or the bipolar would fire, but not both. After powering cycling the system, both energy sources worked. An energy activation error then occurred. The isi technical support engineer (tse) reviewed the system logs and found several relay and processor errors against the iesu. The tse recommended using a backup generator or another vision side cart (vsc) moving forward, as the errors were likely to continue. The customer continued as planned. There were no reports of patient injury.